Event description:
The customer reported via phone call that exposed the insulin pump to moisture. Customer reported jumping into the ocean while connected to the insulin pump. The customer's blood glucose was 289 mg/dl. The customer stated they were unable to turn on the insulin pump for a few days. The customer also reported a crack present around the reservoir compartment. It was also found the insulin pump was rewinding by itself and vibrating after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic stack. The motor had moisture damage. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.